Event description:
It was reported by the rep the device was used during a laparoscopic cholecystectomy. It was reported when umbilical port was removed, a piece of the cannula broke off inside of the pt. Two additional ports needed to be inserted to remove the piece. There was no consequence to the pt.

Manufacturer narrative:
Date sent: 11/10/1998. D5,6; h4: info not available, device not returned for analysis.